Event description:
It was reported that stent damage occurred. A 24 x 2.50 promus premier¿ drug eluting stent was selected for use to treat the target lesion. During preparation, the physician noticed that the stent was damaged when opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).